Event description:
It was reported that the customer noticed the insulin was leaking past the o-rings during the reservoir change. The customer's blood glucose reading was 300mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.